Event description:
A customer reported that their t:slim x2 pump was dead and would not charge. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and is in the process of obtaining a renewal pump.